Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported fault code logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported issue. There was no failure found with the assembly. Further component root cause was not determined.

Event description:
It was reported that the device logged a fault code in the memory that might have indicated a possible failure of the device to deliver defibrillation therapy. There was no report of pt use associated with event.